Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a solent proxi catheter system. The bag spike was cut off from the rest of the spike line, so a lab supplied spike line was used for testing. The pump, shaft, boot, and tip were microscopically examined. Functional testing was performed by placing the device in the console. Functional testing consisted of running the device through the prime cycle, during which water was found to be leaking from the boot. Microscopic inspection revealed a hole in towards the bottom of the boot. Inspection of the remainder of the device found no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2017-00222. It was reported that an error message displayed during aspiration. An angiojet® solent¿ proxi catheter was selected for a thrombectomy procedure in the arteriovenous (av) fistula. During aspiration inside the patient, an error message to "check saline supply" displayed. There was a leak from the pump. The catheter was replaced with another angiojet® solent¿ proxi and the same thing happened. They were able to complete the case with this second catheter even though it was leaking. There were no patient complications and the patient was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as: 2134265-2017-00222. It was reported that an error message displayed during aspiration. An angiojet® solent¿ proxi catheter was selected for a thrombectomy procedure in the arteriovenous (av) fistula. During aspiration inside the patient, an error message to "check saline supply" displayed. There was a leak from the pump. The catheter was replaced with another angiojet® solent¿ proxi and the same thing happened. They were able to complete the case with this second catheter even though it was leaking. There were no patient complications and the patient was fine.